Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) above 325 mg/dl, vomiting, and diabetic ketoacidosis (dka) resulting in being admitted to critical care unit at the hospital. At the time of the event, multiple occlusion alarms had been occurring. Customer performed a pump supply change and an insulin change to address bg. Additionally, customer delivered multiple correction boluses, set an increased temporary basal rate via the pump, and administered a manual injection of rapid acting insulin to address bg. While in the hospital, the customer attempted to use the pump for insulin therapy and experienced additional occlusion alarms resulting in elevated bgs once more. While hospitalized, customer was placed on an insulin drip as treatment. Customer was released two days later with the issue resolved and no permanent damage sustained. Reportedly, the customer reverted to an alternate pump for diabetes management.